Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was on the operating table for a planned pack change due to the device reaching eri as the device had no capture. The device was interrogated, was in as-vp mode and shortly after interrogation the patient fainted. The device interrogation with the same result and loss of consciousness happened repeatedly. The patient had a seizure and was externally paced. A new device was implanted.